Event description:
Caller states that the pt tested 1.1 inr on the device while a comparison lab returned as 2.1 inr. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.